Event description:
Conmed japan reported on behalf of their customer that the device, h9110, 3.5mm sterling spherical bur, qty 6 was being used on (B)(6) 23 during an arthroscopic procedure and ¿it was reported that that when an abrader bar was used to resect the osteophyte at the ankle as, the abrader bar was broken during the surgery. The broken tip was recovered, the new bar was opened, and the operation was completed without any problems¿. There was no impact/injury for the patient or user. Further assessment found that there was no report of medical intervention or prolonged hospitalization for the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The returned used device, item h9111 was inspected per print a30-383-001 and found inner bladed broken off at the tip. Root cause cannot be determined, however, based upon the evaluation of the device and IFU; a possible cause of this event could be excessive force. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 4 reports, regarding 9 devices, for this device family and failure mode. During this same time frame 302,653 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.00003. Per the instructions for use, the user is advised the following: do not apply excessive loading on the shaver blade or bur. Cutting performance is not increased with force. Excessive force or using shaver blades or burs as a lever can cause damage to the device including permanent deformation, shedding of metal (wear), motor seizure, and overheating. Additionally, the same IFU states: always inspect for bent, dull or damaged blades or burs before each use. Do not attempt to straighten or sharpen. Do not use if damaged. We will continue to monitor for trends through the complaint system to assure patient safety.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety. H3 : device not yet received.

Event description:
Conmed japan reported on behalf of their customer that the device, h9110, 3.5mm sterling spherical bur, qty 6 was being used on (B)(6) 2023 during an arthroscopic procedure and ¿it was reported that when an abrader bar was used to resect the osteophyte at the ankle as, the abrader bar was broken during the surgery. The broken tip was recovered, the new bar was opened, and the operation was completed without any problems¿. There was no impact/injury for the patient or user. Further assessment found that there was no report of medical intervention or prolonged hospitalization for the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.